Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that on the following dates the patient had experienced or was experiencing: (B)(6) 2011: urinary frequency, (B)(6) 2015: pelvic pain with uterine prolapse, (B)(6) 2016 uterine prolapse, (B)(6) 2016 stage ii recurrent prolapse, urgency, and stress urinary incontinence (sui) (B)(6) 2017 pain along the anterior proximal mesh and entire pelvic floor, sui, urgency, vaginal odor and occasional discharge, persistent groin pain that radiates down the legs and to the lower back, hypertonic pelvic floor 5/5 on right 4/5 on left with tight banding of apical portion of mesh extending toward sacrospinous ligaments. (B)(6) 2017 urinary urgency, urinary urge incontinence, and pelvic pain (B)(6) 2017: pain along the distal mesh arms and proximal mesh band (B)(6) 2017: banding of scar tissue in the proximal anterior portion of the vaginal wall across the width of the vagina, anterior vaginal wall pain, and left lower quadrant abdominal pain that radiates to the lower back and down the legs, incomplete bowel emptying, fecal incontinence, rectocele (stage 3), overactive bladder, and dyspareunia. Anterior mesh revision and cystoscopy took place under general anesthesia. Pathology: no mesh found in the specimen, predominantly scar tissue. (B)(6) 2018: rectocele to hymen, overactive bladder. (B)(6) 2021 : stage ii uterovaginal prolapse, urge incontinence, overactive bladder. (B)(6) 2021 : pelvic pain, urgency incontinence, posterior pelvic organ prolapse (stage ii). It was further reported that on (B)(6) 2021 the patient had experienced or was experiencing constant pelvic pain (since her first surgery) and leaking with urgency. The patient was using six pads per day, changing her clothes twice per day, and had nocturia three to four times per night. Removal of foreign body-vagina, intravesical botox injection, posterior colporrhaphy, and repair of rectocele under general anesthesia for chronic pelvic pain. Complication of midurethral sling, complication of vaginal mesh, vaginal enterocele and rectocele, and refractory detrusor overactivity incontinence. Findings upon exam under anesthesia: status post hysterectomy with large apical and posterior bulge. Tense mesh palpable periurethrally bilaterally. Tense arms from another wall to sacrospinous ligaments bilaterally due to prior anterior vaginal mesh kit. Cystoscopy showed bilateral prompt excretion or clear urine from ureteral orifices. No evidence of bladder or urethral injury. On (B)(6) 2021 the patient was experiencing or had experienced pain to the rectum, vaginal bleeding, and dysuria.